Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. The report was made anonymously, and hence no additional information could be obtained.